Event description:
The customer reported that an insulin gauge displayed an amount significantly different from the expected value, with the discrepancy being over 30 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and acknowledged the advice to contact technical support for troubleshooting if the issue recurred.